Event description:
Information received from the field notes the patient presented to the emergency room with complaints of pectoral stimulation. The device was pacing at 67 ppm in vvi mode. A software download was successful, but two weeks later, the patient again presented for an office check with twitching. Interrogation found the device in back-up mode. The device was subsequently replaced.